Event description:
Customer reported that indicated battery charge dropped by 30% within a short time frame. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue, which occurred earlier in the day before the call to support, did not result in an unexpected shutdown, and no alerts or alarms were declared. Customer continued to use the pump for insulin therapy.